Event description:
The customer called to report that the insulin pump alarmed button error during normal use. The customer also reported that she was in the hospital due to high blood glucose levels and severe dehydration. The customer also reported pain in her lungs. The reported blood glucose reading was 583 mg/dl. Advised the customer that the insulin pump would be replaced due to the button error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. All buttons function properly. No button alarms noted. However, corroded keypad traces noted during visual inspection. Cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.